Event description:
It was reported that a patient experienced an infection manifested by cloudy peritoneal effluent, stomach cramps and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The day before death, the patient was treated with antibiotics (type, route, frequency and duration not reported). It was not reported if the patient recovered from the events prior to the death. It was not reported if the patient was hospitalized prior to the event of the death. It was not reported if the patient was performing pd therapy prior to the event of the death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced an infection. (B)(6). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. Should additional relevant information become available, a supplemental report will be submitted.